Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor would not fully power on. The monitor exhibited a flash memory failure at components u100 and u101 on the computer/analog board. The root cause for the failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor for an unrelated reason. Upon investigation, a reportable malfunction was found, the monitor was unable to power on.